Event description:
The patient was diagnosed with osteoclastoma of left distal femur and underwent a procedure with a stranmore custom distal femur device in (B)(6) 1988. Twelve years later, in (B)(6) 2000, the patient underwent a revision specific to the tibial component. The surgeon has requested a customer design for the femoral component of the device which has been in situ since the original implant procedure in 1988.

Manufacturer narrative:
The device history records were review and no non-conformities were found. The patients x-ray images were provide to the company to help construct a custom design proposal. Further patient specific/design related information was requested, but no response has been received to date. If additional information is provided to the company, a supplemental report will provided. This custom distal femur device is similar to the mets distal femur (k121029).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Custom distal femur implant corrected to limb salvage system expiration date corrected from 11/04/2000 to 31oct1988 implanted date corrected to (B)(6) 1988. Pin 1171 was implanted (B)(6) 1988. Pin 7097 was implanted (B)(6) 2000. Revision pin 19050 was implanted (B)(6) 2014. Manufacture date corrected from 05/2000 to 07apr1988.

Event description:
The patient was diagnosed with osteoclastoma of left distal femur and underwent a procedure with a stanmore custom distal femur device in (B)(6) 1988. Twelve years later, in (B)(6) 2000, the patient underwent a revision specific to the tibial component. The surgeon has requested a custom design for the femoral component of the device which has been in situ since the original implant procedure in 1988. This is a supplemental report to 3004105610-2014-00049 ((B)(4)).